Event description:
Procedure: the right subclavian region was prepped and draped in a sterile fashion. The pt was placed in trendelenburg position. One percent xylocaine plain was used to infiltrate the intraclavicular region. The 14 gauge needle found the subclavian vein with good blood return. The guide wire was advanced through the 14 gauge needle. The 14 gauge needle was removed. At that point the dilator and the sheath were passed over the guide wire. Subsequently the dilator and the guide wire were removed. There was good blood return from the port as stop cock was placed. It was flushed with sterile saline. At that point, a half sheath was placed and the swan was brought to the bed and connected as per protocol. At that point, the swan was checked with good wave tracing. It was introduced through the sheath and had expected waves as I advanced through the right atrium, right ventricle into the pulmonary artery with wedging at approx 20 mmhg. At that point it was at 52 cm. It was secured by its plastic covering. Sterile dressing applied and chest x-ray ordered to check line position. The pt appears to have tolerated the procedure well. Shortly after its placement, the pt was noted to be losing blood from the introducer. It was removed.